Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that there was a tactile change issue with the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the keypad was found to be fully intact. The complaint that there were tactile changes with the keypad was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of damage or contamination was found under any key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.